Manufacturer narrative:
Customer responded and indicated that the attending physician who supervised the line insertion, was certain that the problem was operator error in handling the guidewire when attempting to thread the catheter. He believed it was unsteady hand in handling the guidewire that caused a problem at the tip of the catheter causing the catheter to shred at the tip. There were no complications to the patient after this failed attempt and a second line was placed by the attending physician later in the day.

Event description:
It was reported that one of the physicians encountered an issue with the insertion of the presep catheter. It was reported that the tip came off. A CT scan was performed and it was reported that nothing was left inside of patient. The patient is fine. Another catheter was inserted into patient. There were no patient complications reported.

Manufacturer narrative:
The packaging was not saved and the hospital was unable to supply a lot number. The device was discarded at the hospital. Several attempts have been made either by phone or email to obtain additional information; however, there has been no response from the customer. Without the return of the device, the complaint cannot be confirmed nor could any potential contributing factors be determined.